Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0322662. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there was an infection on 4 occasions while using intima-ii y 20gax1.16in prn/ec slm. The following information was provided by the initial reporter: hospital of respiratory intensive care units with competing manasseh, 20 g puncture radial artery catheter, about 5 days in ischemic necrosis through fingers, pull out the needle part slowly ease, after the first case occurred in 10 days ago, 4 cases have occurred, the piercing blue in the dorsalis pedis artery toes, drug useful noradrenaline, department don't know is what reason, we've never seen this before. After extubation happened today, I want to find the manufacturer to investigate the cause. The four indwelling needles with adverse events have been discarded without reservation, so I cannot provide samples after use, but only samples that have not been used by the department ************************************************** ********* 2021-4-23 received an update from the sales representative. The description of the incident is updated as follows: 1. The clinically inserted venous indwelling needle in the artery is used to measure arterial pressure 2. There were 4 cases in total, 3 cases were placed in the radial artery and 1 case was placed in the dorsal foot artery 3. The indwelling needle through the indwelling artery has no infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was an infection on 4 occasions while using intima-ii y 20gax1.16in prn/ec slm. The following information was provided by the initial reporter: hospital of respiratory intensive care units with competing manasseh, 20 g puncture radial artery catheter, about 5 days in ischemic necrosis through fingers, pull out the needle part slowly ease, after the first case occurred in 10 days ago, 4 cases have occurred, the piercing blue in the dorsalis pedis artery toes, drug useful noradrenaline, department don't know is what reason, we've never seen this before. After extubation happened today, I want to find the manufacturer to investigate the cause. The four indwelling needles with adverse events have been discarded without reservation, so I cannot provide samples after use, but only samples that have not been used by the department (B)(6) 2021 received an update from the sales representative. The description of the incident is updated as follows: the clinically inserted venous indwelling needle in the artery is used to measure arterial pressure. There were 4 cases in total, 3 cases were placed in the radial artery and 1 case was placed in the dorsal foot artery. The indwelling needle through the indwelling artery has no infusion.